Manufacturer narrative:
The pump was received with intermittent button response due to corroded buttons on the keypad trace, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip. No button error alarm was noted during testing.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unk. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).